Manufacturer narrative:
The costumer states that the patient was transported when the rotaflow shut down. The device was then plugged in. It is unknown for how long the rotaflow was operating in the battery mode. No patient harm. According to the service report 43336997 dated on the 2020-05-08 a getinge service technician found the rotaflow unplugged arriving on site. It is unknown whether the battery was fully charged. The device was plugged in while preparing for the service. The battery was checked and had 26 volts at the beginning of the service. After 30 minutes the battery showed 22 volts. Therefore the battery runtime test was passed. After 51 minutes the low battery alarm signaled that the battery had only 19 volts left and needs to be charged again. The technician was unable to reproduce the costumer complaint. The 701017188 battery pack was replaced as a precaution to address any potential future occurrence. The rotaflow was calibrated and passed all functional and safety tests as per factory specifications. The device was returned and cleared for clinical use. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.8 was reviewed on 2020-05-08- with following outcome: most probable root cause could be determined as: mains power failure and defective batteries. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The rotaflow shut down while transporting the patient. No patient harm. Complaint ID: (B)(4).